Manufacturer narrative:
Updated data: b.2: outcome attributed to adverse event b.3: date of event: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported an intervention was attempted 1 month and 5 days later. During induction of anesthesia, the patient coded. It was then decided an impella or heart pump was implanted instead. Th intervention was then scheduled for the next day, and subsequently, 1 day later, the patient died. The cause of death was not received. Therefore, relatedness of the death to the bioprosthetic valve could not be excluded. It is unknown whether an autopsy was performed.

Event description:
Additional information reported modeate-severe aortic insufficiency and reported intervention to take place (B)(6) 2025. No additional adverse patient effects were reported.

Manufacturer narrative:
Sections updated: b.2 b.5 g.6 h.2 h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sections updated: a.4 b.2 b.5 h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of death as cardiogenic shock and acute renal failure. Aortic and mitral vegetations were evident, but tee negative for endocarditis. Low cardiac output despite inotropic support was observed, along with persistent dyspnea, and marginal diuresis. Planned for tavr, however, during anesthesia induction the patient went into cardiac arrest. Despite aggressive support, the patient further declined. After further discussion with the team/family, it was decided the patient was not a good candidate for avr. Family made comfort measures. The physician does not believe that the medtronic product caused or contributed to this death. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 15 years and 5 months post implant of this 25mm mosaic aortic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as aortic stenosis (as) and high gradient (mean gradient 30 mmhg). The patient also reported feeling tired and dizzy. No intervention or adverse patient effects were reported.